Manufacturer narrative:
This is a supplemental report to provide additional information received from the user facility. The device will not be returned to olympus for evaluation.

Event description:
The user facility further reported that there were no other devices involved in the event. The procedure was completed with no delay and with the same device, same lot (just opened two more) was used to complete the procedure. The device failed in the middle of the procedure. The patient is stable. The device was inspected prior to the procedure, there were no defects noted. The device malfunctioned during the procedure two times, same lot #.

Manufacturer narrative:
This report is being supplemented to report the investigation findings. Physical evaluation of the complaint device could not be conducted since the device was not returned. The investigation is based on information provided by the customer. A device history record (DHR) review was conducted for the complaint device lot and revealed no anomalies. A review of the device labeling was conducted. The following instructions are provided to the customer related to the reported event: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Conclusion/summary: the exact cause of the event couldn¿t be exclusively identified. However, based on past investigation results, probe damage error and /or probe break are likely to have occurred due to contact with a surgical instrument or the non-insulated area of grasping section.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00490.

Event description:
It was reported that during an x-ray following a hysterectomy, the jaw of the device was identified to be left inside the patient. Although requested, additional information has not been provided at this time.